Event description:
The leading haptic folded during the insertion of the lens into the pt's eye. Another lens was used to complete the procedure.

Manufacturer narrative:
See MDR 1920664-2008-00094 for the lens used with this delivery device.